Event description:
It was reported that the suction tip of a real intelligence robotic drill guard broke off. It is unknown when this happened and if there was a patient involved.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that the suction tip of a real intelligence robotic drill guard broke off. It is unknown when this happened and if there was a patient involved.

Event description:
It was reported that, during a cori assisted tka surgery, the suction tip of a real intelligence robotic drill guard broke off. This occurred as they were attaching the suction tubing to the guard. The procedure was finished with a smith and nephew back up device with a 2 minute delay. The patient was not harmed.

Manufacturer narrative:
Sections b3, b5, d4 and h6 were updated according to the new information. Internal complaint reference number: (B)(4).

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the real intelligence robotic drill guard, part number rob10016, lot number 1107083, used for treatment was not returned for evaluation. An image was provided. A relationship between the reported event and the device was established. The reported problem was confirmed with a visual inspection. The image provided confirmed the device broke. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. As a result of the risk assessment the quality team has been notified for further investigation. A historical review concluded that the lot/ serial number reported in this event is not related to a corrective/preventive action. The escalation owner has been notified to consider further action. The most likely cause of this event is associated with an incomplete weld to secure the suction tube to the guard body. Based on the investigation, the need for a corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
The manufacturer has identified that this event should be re-evaluated for MDR reporting. The detached component is of a size/shape that can be easily retrieved in its entirety and this malfunction has been resolved by using an available back-up device. Although this event may result in a short delay while the procedure is resumed and completed as intended, this malfunction has not caused or contributed, in the past, to a death or serious injury, nor has it been required a medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. This malfunction is unlikely to cause any death or serious injury if it were to recur, either. Therefore, this event is considered non-reportable pursuant to 21 c.f.r. §803. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.